Manufacturer narrative:
PMA/510(k) #:k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. Device evaluation: the zib6-40-8-6.0 device of lot number c1474684 involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution zib6-40-8-6.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1474684) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1474684. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: 1. Severe stent constraint through the central right biliary duct confluence and into the expected location of the common hepatic duct is confirmed. Although the imaging does not demonstrate a catheter fragment, a balloon or catheter passing through the severe constraint and inferiorly curving stent would have been exposed to numerous stent elements. This would have put any device at risk of entrapment. 2. Pre-implantation angioplasty was not performed but would have improved stent expansion as well as facilitated post-implantation angioplasty. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to no pre-dilation being performed. The pre-dilation is at the discretion of the surgeon and is not part of our IFU. Summary: complaint is confirmed as the failure was verified in the images. Severe stent constraint through the central right biliary duct confluence and into the expected location of the common hepatic duct is confirmed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
At the time of stenting, only a position of the distal part is expanded, an attempt is made to dilate an the balloon does not pass through the narrowing; an attempts is made to advance a guide this is stuck in the stent, the guide is cut out and a fragment remoins in the patient.

Event description:
At the time of stenting, only a position of the distal part is expanded, an attempt is made to dilate an the balloon does not pass through the narrowing; an attempts is made to advance a guide this is stuck in the stent, the guide is cut out and a fragment remoins in the patient.

Manufacturer narrative:
PMA/510(k) #:k182980 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: 3005580113 investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
At the time of stenting, only a position of the distal part is expanded, an attempt is made to dilate an the balloon does not pass through the narrowing; an attempts is made to advance a guide this is stuck in the stent, the guide is cut out and a fragment remoins in the patient.

Manufacturer narrative:
PMA/510(k) #:k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #:k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
At the time of stenting, only a position of the distal part is expanded, an attempt is made to dilate an the balloon does not pass through the narrowing; an attempts is made to advance a guide this is stuck in the stent, the guide is cut out and a fragment remains in the patient.